Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the patient presented in clinic and the noise on the atrial lead could be recreated by pressing on the clavicle. Programming changes were made. The patient was in good condition following the programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely. It was noted that atrial lead exhibited noise oversensed, which caused inappropriate mode switch episodes. No intervention was performed. There were no consequences to the patient.